Event description:
On 03/7/2012, the patient contacted animas alleging that the keypad buttons had a delayed response. It was indicated that the pump was slowly responding to button presses when the patient was scrolling through different screens. The patient reportedly did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 2 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, there is no peeling or visible damage of the keypad. Testing confirmed intermittent unresponsiveness of the up arrow, down arrow, ok and contrast keypad buttons. All of the buttons on the keypad have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of the contrast and up arrow buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.